Event description:
Six days following posterior vaginal repair employing a continuous wound closure technique with the device, the patient returned with vaginal bleeding. The suture line was found to have opened. At the time of re-operation the suture was reported to be broken in the middle. The event resulted in an extended hospital stay.